Manufacturer narrative:
(B)(4). Concomitant medical products: item name: unknown oxford femoral component; item#: unknown; lot#: unknown, item name: unknown oxford tibial component; item#: unknown; lot#: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00446, 3002806535 - 2022 - 00447.

Event description:
It was reported that the patient underwent revision surgery due to an unknown reason. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.